Manufacturer narrative:
A sample is expected but has not yet been received. The lot numbers identified with this complaint are still being researched. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A root cause was not determined. (B)(4).

Event description:
A customer reported the probe would not cut when in the eye. The probe was exchanged and the case was completed. There was no pt harm reported.